Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6298692 medical device expiration date: 2021-12-31 device manufacture date: 2016-10-24 medical device lot #: 7324826 medical device expiration date: 2023-01-31 device manufacture date: 2017-11-20 investigation summary: no samples or photos were provided for evaluation. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lots # 6298692 and 7324826 for this type of defect or symptom. Previous complaints 424009 and 1166688 respectively. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This was discovered before use. The following information was provided by the initial reporter: material no: 305109 batch no: 6298692, 7324826. It was reported that when prepping does, the medication would not go through the needle.